Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
On (B)(6) 2014 information was received from a consumer regarding a (B)(6) male patient receiving intrathecal baclofen, type, dose, and concentration unknown. The indications for use was noted as intractable spasticity and head/brain injury. The patient missed a scheduled dose increase the week prior and on the night of (B)(6) 2014 he experienced muscle tightness; his muscle couldn't relax. His left leg couldn't bend and he was in pain. The patient had some tests run (unspecified) and was accepted by a new physician but needed help getting an appointment for a refill and dose increase. The pump was due to alarm on (B)(6) 2014. On (B)(6) 2014 additional information was received from a consumer. The reporter had been unable to get the office to give them a refill date and the patient's pump was due to be refilled on (B)(6) 2014. The patient was "stiff as a bone" and "you can tell it's almost empty". The patient had a lot of spasticity. The doctor's office scheduled a dye study for (B)(6) 2014 at 6:30 but the reporter could not get the patient there and was concerned because there was not refill date set so she was no clear on if the patient's pump was to be refilled at that time. In the last two months prior to the report the patient had been brought in for an x-ray and bloodwork. It was later reported by a company representative that the office was going to fill the pump on (B)(6) 2014 at 10am. The patient's mother was going to try to find a new doctor after the refill. The dye study was not going to be done. During the refill they may increase the patient's dose by 15%. The mother asked them to monitor the patient after the update because he can become "noodley" with increases. On (B)(6) 2015 additional information was received from a company representative that both the pump and catheter were replaced. The patient was experiencing a lack of efficacy about 6 months ago so they attempted to access his catheter; however they were unable to aspirate so a revision was scheduled. The revision turned into a full system replacement that took place about 2 weeks ago after the patient was shuffled around to several different medical facilities.